Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: patient identifier: sid (B)(6).

Event description:
The customer reported falsely decreased sodium (na) results for 3 patients while running on the architect c4000 analyzer. The customer replaced the resin and filter from their water supply without performing purging or maintenance activities. Therefore, the customer saw a decrease in patient results for the sodium analyte as well as the quality control results. The customer proceeded to recalibrate and rerun the patient samples and controls. The controls were within expected range and the repeated patient results correlated with their clinical history. The customer did not provide a normal range for sodium. The normal range used for sodium is 136-145 mmol/l. The following data was provided: on (B)(6) 2021 sid (B)(6) = initial na result = 119 mmol/l; on (B)(6) 2021 repeat na result = 137 mmol/l. On (B)(6) 2021 sid (B)(6) = initial na result = 120 mmol/l; on (B)(6) 2021 repeat na result = 137 mmol/l. On (B)(6) 2021 sid (B)(6) = initial na result = 116 mmol/l; on (B)(6) 2021 repeat na result = 138 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001. The customer reported replacing the resin and filter from the customer¿s water supply and not following the replacement with any maintenance activity. The customer service center specialist (csc) suggested to flush water lines or calibrate the assays. Thereafter, the customer checked the quality control (qc) results ran prior to the falsely decreased results and noticed a downward shift in qc values. The customer calibrated the affected assays which resolved the issue. Since no parts were replaced, the architect analyzer (serial number (B)(6)) was considered the likely cause of the issue. The service history was reviewed and found no contributing factors on or around the date of the complaint. Trending review identified no trends for the architect c4000 analyzer related to the issue. The device history record was reviewed and identified no non-conformances or deviations associated with the architect c4000 analyzers. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified for architect c4000 analyzer ((B)(6)).